Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old hispanic female who underwent an unspecified breast augmentation with a 350cc mentor memorygel, silicone breast implant experienced right-sided silent-rupture post procedure. The MRI and sonogram examinations confirmed the rupture. As a result, patient underwent removal on (B)(6) 2023.

Manufacturer narrative:
Additional information received on july 14, 2023 indicated that the patient also experienced bilateral breast mass per MRI examination. Biopsy was done on patient left side. The biopsy proven benign fibroadenoma. The issue of right side rupture was symptomatic, and breast mass was benign fibroadenoma. The patient also underwent bilateral pecs blocks by surgeon. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on aug 01, 2023. Device evaluation completed on aug 03 , 2023. According to the information received, the patient experienced a rupture in the sm mpp gel 350cc breast implant. Additionally, developed bilateral breast masses. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on july 14, 2023 patient underwent bilateral replacements as follow: r/ cat: 350501bc, sn: (B)(6), l/ cat: 3503501bc, sn: (B)(6). Manufacturer¿s reference number: (B)(4).